Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck buttons more than three minutes. The customer stated that up arrow button was harder to press, and insulin pump had no delivery errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.